Event description:
On (B)(6) 2011, patient reported that the up button on the infusion device does not function correctly. This was first noticed in (B)(6) 2009, and patient stopped using the infusion device and switched to injection therapy. Patient does not remember if the buttons pop up after being pressed and reported the down button might be defective as well. Patient bolused 2-3 times per day and started using this infusion device in (B)(6) 2007. Infusion device was not dropped. Infusion device was replaced and requested for evaluation. No physiological effects were reported in relation to this event. Patient did not require treatment from a health care professional or second party to address the issue.